Event description:
The patient reported she is new to insulin pump therapy and has on several occasions removed her insulin infusion headset and found the cannula bent. She stated that on 03/02/08 she awoke with a blood glucose reading of 160 mg/dl with her normal range being 90-110 mg/dl. She said she immediately changed her infusion headset and found the cannula was bent. During troubleshooting, the patient stated she changes her infusion headset every 3 days and the tubing every 6 days. She stated she discarded the product at issue. Site rotation and management was discussed with the patient and an insertion aid device along with a guide to site management were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.